Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included postpartum cardiomyopathy, atrial fibrillation, open heart surgery, heart transplant, congestive heart failure, menstruation abnormal, lung disease, pap smear abnormal, dysplasia, nabothian cyst, menopause, postmenopausal bleeding and follicular cyst of ovary. Previously administered products included for an unreported indication: mirena. Concomitant products included aciclovir (acyclovir), alendronate sodium (alendronate), amiodarone, amlodipine, atorvastatin, bumetanide, carvedilol, digoxin, doxazosin, filgrastim (neupogen), filgrastim sndz (zarxio), furosemide, hydralazine, hydrochlorothiazide, insulin aspart (novolog), insulin detemir (levemir), insulin glargine (lantus), leflunomide, lisinopril, metolazone, metoprolol, mexiletine hydrochloride (mexiletin chloride), montelukast sodium (singulair), mycophenolate mofetil (mycophenolate), nystatin, prednisone, ranitidine, salbutamol, spironolactone, tacrolimus, torasemide (torsemide), trandolapril, trandolapril (mavik), valganciclovir and warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), pelvic pain ("pelvic pain") and adnexa uteri pain ("ovaries pain"). In 2013, the patient experienced amenorrhoea ("hormonal changes/ hormonal changes describe: eliminated menstrual cycles"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the amenorrhoea, pelvic pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: CT scan upper abdomen and pelvis uterus, adnexa: bilaterally essure coils. Exam: genitourinary: negative for dysuria, pelvic pain, vaginal bleeding, vaginal discharge and vaginal pain. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral tubes and ovaries; hysterectomy and bilateral salpingo-oophorectomy: - foci of complex endometrial hyperplasia with atypia, arising in a background of weakly proliferative endometrium. Cervix with squamous metaplasia and incidental cervical leiomyoma. Bilateral ovaries with follicular cysts. Right fallopian tube with benign paratubal cyst; otherwise without diagnostic abnormalities. Left fallopian tube without diagnostic abnormalities. X-ray - on (B)(6) 2016: essure device is noted overlying the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Lot number newly added. Events:abnormal bleeding vaginal, pelvic pain, ovaries pain were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included postpartum cardiomyopathy, atrial fibrillation, open heart surgery, heart transplant, congestive heart failure, menstruation abnormal, bronchopulmonary disease, pap smear abnormal, dysplasia, nabothian cyst, menopause, postmenopausal bleeding and follicular cyst of ovary. Previously administered products included for an unreported indication: mirena. Concomitant products included aciclovir (acyclovir), alendronate sodium (alendronate), amiodarone, amlodipine, atorvastatin, bumetanide, carvedilol, digoxin, doxazosin, filgrastim (neupogen), filgrastim sndz (zarxio), furosemide, hydralazine, hydrochlorothiazide, insulin aspart (novolog), insulin detemir (levemir), insulin glargine (lantus), leflunomide, lisinopril, metolazone, metoprolol, mexiletine hydrochloride (mexiletin chloride), montelukast sodium (singulair), mycophenolate mofetil (mycophenolate), nystatin, prednisone, ranitidine, salbutamol, spironolactone, tacrolimus, torasemide (torsemide), trandolapril, trandolapril (mavik), valganciclovir and warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), pelvic pain ("pelvic pain") and adnexa uteri pain ("ovaries pain"). In 2013, the patient experienced amenorrhoea ("hormonal changes/ hormonal changes describe: eliminated menstrual cycles"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the amenorrhoea, pelvic pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, amenorrhoea, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: CT scan upper abdomen and pelvis uterus, adnexa: bilaterally essure coils. Exam: genitourinary: negative for dysuria, pelvic pain, vaginal bleeding, vaginal discharge and vaginal pain.. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral tubes and ovaries; hysterectomy and bilateral salpingo-oophorectomy: - foci of complex endometrial hyperplasia with atypia, arising in a background of weakly proliferative endometrium. Cervix with squamous metaplasia and incidental cervical leiomyoma. Bilateral ovaries with follicular cysts. Right fallopian tube with benign paratubal cyst; otherwise without diagnostic abnormalities. Left fallopian tube without diagnostic abnormalities.. X-ray - on (B)(6) 2016: essure device is noted overlying the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, dysmenorrhea lot number: 898935 manufacture date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes:. On 22-nov-2019: quality-safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea(cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 hyst. (Full), salping. (Bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the hormone level abnormal outcome was unknown. The reporter considered dysmenorrhoea, hormone level abnormal and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. New events added: dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding), hormonal changes, essure confirmation test conducted: no. Event outcome was updated for the events: dysmenorrhea, menorrhagia. Reporter's information, essure dates was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.